Manufacturer narrative:
Method: lens work order search & medical review. Results: visual inspection of the returned product showed the lens was returned dry and a haptic was torn. A lens work order search was performed and there were no similar complaints found. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop, ect.). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. A higher than ideal vaulting in the absence of sign and/or symptoms does not need an exchange. However, the surgeon may decide to exchange if he determines that this condition may affect the outcome of the patient's vision. Review of this file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint events(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the surgeon implanted an 12.6 vicmo12.6 implantable collamer lens on (B)(6) 2014 in patient's right eye and significant reduction of irido-corneal angles associated with excessive vault was observed (B)(6) 2014. The lens was exchange with a shorter length lens and this resolve the problem. Ac is deep and vault become normal. Pupil also normal and patient is doing very well.